Manufacturer narrative:
A1m is measured in urine samples. Qc results were within the lab's established ranges. A new lot of urine calibrator was used to calibrate the system, which resolved the problem.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low alpha-1-microglobulin (a1m) on two patient samples that were generated by the immage 800 immunochemistry system. No false results were reported out of the laboratory. Patient samples were repeated and were reported. There was no affect to patient treatment associated with this event.